Event description:
It was reported to philips that the ac power module (serial: (B)(4)) for the device was making a buzzing noise and required replacement. There was no reported patient or user involvement and no adverse patient/user impact.